Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the meter kept reflecting they had a high blood glucose value. Blood glucose value could be higher than 600 mg/dl at the time of the incident. The customer stated when they woke up it was at 95 mg/dl. The customer stated the felt nauseous. No troubleshooting was performed. Nothing will be replaced or returned.